Event description:
Device was on the patient (in patient's home) at the time of the event. The turbine didn't turn on. No alarm played at the moment of the event. No patient harm. Device was on ac power.